Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The reusable bag hose replaced to resolve the issue.

Event description:
The hospital reported a large leak in manual ventilation mode. There was no patient involvement.